Manufacturer narrative:
A visual examination of the returned device found no visible issues. Functionally, the array was able to be extended and retracted. However, slight resistance was encountered during actuation. When extended, the array tines were found to be unevenly spaced (likely damaged due to operational context). Continuity of current was confirmed with the electrode and the cord which is indicative of proper connectivity.the condition of the returned incident device showed no evidence of any defect which could have contributed to the event. The complaint was not confirmed. However, the directions for use (dfu) document notes that "occasionally, tissue immediately adjacent to multiple, large blood vessels may not show a significant rise in impedance." Therefore, the most probable root cause is anticipated procedural complication.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.(B)(4)

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, energy was applied to the electrode, but the impedance failed to increase. The physician continued to apply energy without success. At this time, the electrode was withdrawn and the procedure was completed with a second leveen coaccess electrode system. The account reported that there were no visible issues with the electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be great.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, energy was applied to the electrode, but the impedance failed to increase. The physician continued to apply energy without success. At this time, the electrode was withdrawn and the procedure was completed with a second leveen coaccess electrode system. The account reported that there were no visible issues with the electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be great.